Event description:
It was reported that the intermittent catheter (lot# jugt1013 , lot# jugu1957 ) was causing bladder infection and urinary tract infection. Medical intervention was unknown.

Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, that the intermittent catheter (lot#: jugt1013, lot#: jugu1957) was causing bladder infection. And urinary tract infection. Medical intervention was unknown.